Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter received 3 questionable elecsys troponin t hs stat and 1 questionable elecsys ft4 iii assay results on a cobas e 801 analytical unit. The initial troponin results were reported outside of the laboratory. The clinician questioned the results and asked for a rerun. The patient samples were then rerun on their second e 801 analyzer, and they decided to set up a troponin result level of 50 ng/ml as an indication to perform repeat testing on the second analyzer. The initial ft4 result was not reported outside of the laboratory. All of the repeat results were deemed to be correct. On (B)(6) 2021, sample 1 had an initial troponin t result at 9:07 am of 73 ng/ml. The repeat result from the second analyzer at 4:07 pm was 10.7 ng/ml. Sample 2 had an initial troponin t result at 9:36 am of 61.8 ng/ml. The repeat result from the second analyzer at 7:20 pm was 5.36 ng/ml. On (B)(6) 2021, sample 3 had an initial ft4 result of 9:07 am of 7.77 ng/dl, with a repeat of 1.15 ng/dl. The repeat result from the second analyzer was 1.10 ng/dl. On (B)(6) 2021, sample 4 had an initial troponin t result at 8:58 of 134 ng/ml, with a repeat of 3.27 ng/ml at 11:05. The first repeat result from the second analyzer at 9:55 was 24.6 ng/ml. The second repeat result from the second analyzer at 11:53 was 24 ng/ml. The troponin reagent lot number is 52368501. The expiration date is 31-jul-2022. The ft4 reagent lot number and expiration date were asked but not provided.

Manufacturer narrative:
The provided files containing preanalytical information revealed handling issues. The field service engineer (fse) found resin contamination in the water reservoir coming from the customers water supply unit. He tried to decontaminate the affected flow paths but was unsuccesful. The internal flow paths could not be decontaminated properly and it was decided to replace the entire instrument.